Event description:
It was reported that the device was very loud and annoying. No back up device was available. No delay or patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. Visual inspection of the returned controller had only scratches. Functional evaluation revealed that the controller functioned as intended according to the reported event. All ablation and coagulation output voltages fell within specified ranges. There were no issues with the volume of any audible tones during the testing process. The complaint was not verified and the root cause was unable to be determined since the device functioned as intended. Potential factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes: (1) the volume control may have been set to the highest setting or (2) a power surge to the controller could have caused internal component damage. A review of the manufacturing records found that the device did meet manufacturing specifications at the time of release into distribution.